Event description:
I had a boston scientific ICD e102, sn (B)(4) with guidant lead 0181, sn (B)(4) implanted on (B)(6) 2010. On (B)(6) 2017, the defibrillator shocked me 5 times in 5 hours and an x-ray showed a broken lead. The ICD was turned off and I wore an external defibrillator zoll life vest. On (B)(6) 2015, the lead was extracted, old defibrillator removed and a new defibrillator was implanted.